Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's s1 lead had migrated. This was confirmed via x-ray. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.